Event description:
It was reported after the first coil(e-3-6-t10-so) was implanted into the aneurysm, during delivery of the second coil (n-2-4-t10-so), friction was encountered. Physician withdrew the coil, but the coil stretched. Physician then attempted to pull out this coil, but by removing the second coil, the first coil was also stretched and a subsequently moved to the artery. Physician was able to use snare to take the coil out. The procedure was continued and successfully completed with three add'l coils implanted with no complications reported to have occurred with the pt as a result of this event.